Manufacturer narrative:
Unit was rec'd and evaluated. It was apparent that the unit has seen very extensive used and was due for recommended factory service. The reported complaint could not be confirmed. Compression depth functioned normally. However, it was not performing to its design specification as it was running slow. This is typically the result of a problem with an internal timing valve (vor). The unit was repaired by replacing the vor. Eval summary: testing and component cycling confirms that vor (B)(4) cycles very slowly, adjusting the valve by retraction of the detent pin has very little impact on the cycle speed. The pressures needed to cycle the vor are 4 to 5 psi higher than normal, indicating increased frictional resistance. Disassembly of vor (B)(4) reveals deterioration of the armature quad rings and worn out viton contaminated grease. The detent pin wear appears normal. Over time and extensive use, the quad rings wear against the end bell i.d. The minute particles then contaminate the grease used to lubricate the gas seals. This increases the viscosity of the lubricant and reduces its lubricity factor, which increases the frictional resistance and causes the valves speed to decrease. This wear is normal with extensive use of the device.

Event description:
A customer in (B)(6) reported that during a cardiopulmonary resuscitation attempt on a pt in cardiac arrest, the device would not compress to an adequate depth. The unit was removed from the pt and manual CPR continued. The pt was not revived. An ER nurse present at the event (ms (B)(6)) stated that the failure of the equipment did not contribute to the death of the pt.